Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that at his post op appointment - around two weeks ago, he mentioned to the reps that he didn't think he was getting any relief from his implantable neurostimulator (ins). The rep checked it and said his ins was turned off, but pt said he did not turn the ins off. The ins was at 70% when they noticed it had turned off. Pt confirmed turning ins on at the appointment provided relief. Pt then said he has been in pain for about 4-5 days now, so he checked controller when he started to feel the pain and noticed the ins had turned off again (pt said ins was 50% when he noticed this). Pt doesn't know how to turn stimulation back on. During the call, patient was walked through how to do it. Pt also mentioned he was told he would have to recharge every 2 days, but he has gone several days so far and has not had to recharge ins. Pt. Mentioned again that he has not let ins battery go down, and the rep at his post op appointment said it would be hard to accidentally turn stim off using controller.